Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance values and noise. Was confirmed while testing impedance while doing arm movements/isometrics to reproduce the values. Lead remains in service. No adverse patient effects were reported.